Event description:
It was reported that the entire acticon neosphincter device was removed due to device fluid loss. No pt complications were reported.

Manufacturer narrative:
Pump - catalog# 72402287, serial# (B)(4), expiration date 11/12/2015. Pump - implant date (B)(6) 2010, cuff - implant date (B)(6) 2004. Pump - MFR date 01/20/2010. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.